Event description:
It was reported the patient presented in clinic. Upon interrogation, it was observed the pacemaker that was implanted in 2019 was at end of life prematurely. The device was explanted and replaced without issue. The patient was stable.

Manufacturer narrative:
Premature battery depletion was confirmed. Analysis of device image showed high current drain during the implant period caused likely due to hardware latch-up. Assessment of total projected longevity was performed, and premature battery depletion due to high current was noted.